Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 94 % efficiency. No issue was found with the pump. The clinical specialist that initially reported the event stated that, "patient denied any fall but obviously there was some type of traumatic event that caused so many problems in the entire system." Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Additional communication with clinical specialist (cs) confirmed that the patient's pump and catheter were replaced with a new pump and a new catheter.

Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: (B)(4). Unable to populate health effect - impact code. Have contacted esubmitter for assistance. Health effect - (B)(4) - device explantation.

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump due to an expected malfunction. Cs stated that the patient had a dye study that confirmed a leak in the catheter. The patient's pump also seemed to be malfunctioning because a bead could not be produced on the field. Extensive field testing was performed, including performing priming boluses and resetting fav valves, but nothing was successful. The patient's catheter was found to be sheared and the purse suture was found to be broken, indicating some sort of trauma. Please note that MFR 3010079947-2020-00297 will address the related catheter explant.